Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively the right atrial (ra) lead exhibited noise/interference, under-sensing and diminished p-waves. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: event or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively the right atrial (ra) lead exhibited noise/ interference, under-sensing and diminished p-waves. The ra lead was attempted/ not used and replaced. No patient complications have been reported as a result of this event. It was also reported that the second ra lead exhibited slight interference. The lead remains in use.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.